Event description:
It was reported that the bd luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: a small amount of drug was pushed back out of the syringe, and it was noted that the drug appeared to be leaking through a gap between where the needle hub and luer lock of the syringe connect.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary one powerpoint slide displaying computed tomography scan (CT scan) images of a luer lock syringe tip were provided to our quality team for investigation. On the scan, the tip appeared to be damage or improper molding. However, a physical sample is needed for a more thorough evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: a small amount of drug was pushed back out of the syringe, and it was noted that the drug appeared to be leaking through a gap between where the needle hub and luer lock of the syringe connect.